Event description:
This valve was explanted due to recurrent endocarditis and subsequent paravalvular leak and vegetations as demonstrated on echo. The pt presented with fever and an elevated white count, and blood cultures were positive for staph. An abscess was observed in the upper sternal wound area that was also positive for staph. At explant, the valve was noted to be dehisced with "numerous" vegetations on the valve and annulus. The "annulus thrombus" was "completely gone" and replaced by necrotic tissue. After "difficult" removal, the valve was replaced with sjm 29mj-501.